Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Explant date (2021 reports): if explanted, give date: not applicable, as the lens remains implanted.  The device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded intraocular lens (iol) was fully inserted into the patient's operative eye, it was noticed the lens was cracked around the edges. The lens remains implanted, and the patient was reported to be doing okay post-operation. There were no medical or surgical interventions performed or planned. No further information is available.